Event description:
We believe the peg migrated out of its internal position on day 5 post-placement in part based on device design. We will be conducting a review to determine if the rate of migration for this device differs from others. The placement was confirmed visually confirmed using a scope to ensure the gastric bumper was in place, following the application of the external bumper. The tube was well anchored externally, the external placement measurements never changed, and the patient was not mobile. He was receiving plasmapheresis and had fluid weight gain during this time. The rn's did not report any tugging or pulling on the line during care (tube feeds were not started until day 3). The patient had no movement in the lower extremities and very limited mobility in the upper extremities due to the transverse myelitis. He did not grasp or pull on the tube. The bumper design is intended for easy insertion, exchange and removal once the tract is established. We questioned whether the collapsible gastric bumper design makes migration through the gastric wall into the peritoneum more likely. The patient became septic with peritonitis, required surgery, and had a prolonged hospital stay. While this is a known complication, we did want to notify the FDA and the manufacturer of our concerns.